Event description:
The customer reported "the ballooned segment was found while the set was in the pump module. The set was new, in use for approx 1 minute and was connected to a PICC line. No other info were running or connected to the PICC. Normal saline was programmed to infuse through the PICC line at 10ml/hr. A patient-side occlusion alarm occurred. No IV push medications or flushes were ordered or given through the IV set. No imaging procedures or power injectors were performed." No pt harm or medical intervention required. No further pt event info was reported.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Conclusion code: field left blank - no available code for undetermined or unk cause. The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during testing. The root cause for the ballooned segment was not identified.